Event description:
It was reported that during a percutaneous coronary intervention (pci) stenting procedure, stent damage occurred. The approximately 40mm long lesion was located in an unspecified artery. The physician advanced the 3.0x16mm veriflex stent to the lesion, but was unable to cross. Upon removal of the device, it was observed that the proximal part of the stent was flared. There were no pt complications. The procedure was completed with a different device. Pt status is reported as "good".

Manufacturer narrative:
(B)(6). (B)(4).